Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what part of the device is the ¿tip¿? May be distal guide weld broke. Did the electrode ceramic separate or break off? No further information will be available. Did the I blade get damaged or break off? No further information will be available. Is the jaw damaged but not broken off? No further information will be available. Is the top jaw loose but not detached? No further information will be available. Is the top jaw ptc material damaged? No further information will be available. Is the black ptc in the upper jaw detached? No further information will be available. Is the top jaw broken off the of the device? No further information will be available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic vans procedure, the tip of the device was broken, and the device became not to function after the device was used for 30 minutes. The jaws became not to open/close. The device was used on the deep spot of the tissue. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.